Event description:
A (B) (6) male pt contacted lifecor customer support to report that this monitor went dead in the middle of the night. He stated that neither battery pack would power it up. A lifecor territory manager (tm) visited the pt and replaced the monitor and battery packs.

Manufacturer narrative:
Device manufacture date: monitor (B) (4). Battery pack (B) (4) - 12/2008. Device eval summary: device eval of monitor (B) (4) and battery pack (B) (4) have been completed. The reported problem was confirmed. The monitor had some kind of contaminate inside it. The monitor would not power up. There was corrosion in the expansion port of the monitor. There was corrosion on the j2005 connector which connects the auxiliary board to the ca board. Tva 3 on the auxiliary board was shorted. The isp line was pulled low. The monitor would not deliver energy if needed. The monitor was repaired, retested and restocked. The cause of the battery pack not powering up the monitor was defective battery cells within the battery pack. The root cause of the defective cells is not known, but is likely water in the battery pack. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty monitor and battery pack. The pt received a replacement monitor and battery pack.